Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced charging difficulties due to physical limitations. The ipg was electively replaced; therefore, the device is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was having difficulties with charging the ipg. To address the issue, patient underwent surgical intervention wherein the ipg was explanted and replaced. During the procedure, one of the leads was sheared off inside the ipg header and was left implanted in the patient. Therapy was restored post-op with the remaining lead. Investigation was unable to identify which lead attributed to the issue.